Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator could not be switched to service mode due to a faulty switch printed circuit board assembly (pcba). There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator could not be switched to service mode due to a faulty switch printed circuit board assembly (pcba). The customer was provided with a part number for a replacement. Investigation ongoing

Manufacturer narrative:
A follow up was performed with the customer, and it was reported that the switch printed circuit board assembly (pcba) was replaced, and the issue was resolved. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.